Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low, the coverglass of the insertion section was cracked and the outer tube had a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the image flickering occurred since the light guide bundle was broken and causing low light transmission. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope exhibited a flickering image. There were no reports of patient harm.